Event description:
Caller reported cgm error 42, indicating an issue with a continuous glucose monitoring system. There was no adverse impact to the customer¿s blood glucose level. Customer followed guidance from technical support to reset the pump, which resolved the error, and successfully started a new sensor session.